Manufacturer narrative:
The manufacturer did not receive device or x-rays for review. Other source documents (surgical report) were provided. A cause for these clinical events cannot be ascertained from the information provided but once additional information is received, an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on the right side on (B)(6) 2006. Due to swelling, pain, pseudotumor and metallosis, the patient underwent revision surgery on (B)(6) 2008. Additional information: the patient underwent a second revision surgery on (B)(6) 2009 due to an infected right hip. This was going to be a two-stage re-revision surgery. On this revision surgery, the patient was implanted products from another company. The third revision surgery was done on (B)(6) 2010, and the patient was implanted with products from another company and from zimmer warsaw. Zimmer warsaw will report this revision surgery.